Manufacturer narrative:
Tech found that the head right brake caster will not engage. Tech replaced the brake caster to resolve the issue.

Event description:
Account alleged that the unit will not brake properly. The brake would set, but not hold. No injury reported.